Manufacturer narrative:
The device sample was returned for eval. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the retention balloons did not inflate during pre-testing. Proper technique and fill syringes were used.